Event description:
Patient reports pump broke while she was infusing. Patient stated it was leaking and had to stop her infusion. Patient was unable to complete infusion, no adverse event reported due to the defective device is available for return. We replaced device. No further information/details provided. Unknown if medical doctor is aware. Serial number (B)(6). Reported to (B)(6) by: patient/caregiver.